Manufacturer narrative:
The device was returned and evaluated. Customer allegation was confirmed. The bending section cover had a hole/cut. There were few additional findings. Leakage was noted in the instrument channel and the bending section cover adhesive. The distal end of the device had minor chip on the probe cover. The adhesive of the bending section cover was cracked. The biopsy channel was leaking. The bending mesh was damaged. Labels on the grip were peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the scope was sent from the endoscopy department at the facility to the sterile processing unit for reprocessing with a note that the fine needle aspiration (fna) needle punctured through the distal end of the scope. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bending manipulation and insertion tube defects could not be determined. Olympus will continue to monitor field performance for this device.